Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 29-may-2017, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 10mg/ml at 3.15mg/day. It was reported that the pump reservoir volume was "more than double" the volume expected. The pump was replaced and a partial catheter replacement occurred on (B)(6) 2024 at the time of the replacement, the pump reservoir volume was "registered at 10ml" and the volume extracted from the pump was 22ml. The catheter collet was infiltrated with tissue and the pump connector was unable to be detached properly from the pump, causing the use of a hemostat. When the hemostat was used, the pump connector would still not detach and the covering of the connector detached from the metal. Part of the tip was cut and replaced with an 8783. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. In regards to diagnostics/troubleshooting performed, a catheter dye study was noted. At the time of this report, it was unknown if the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but would not be made available. The date th at the event occurred was asked but was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received a healthcare provider (hcp) via a company representative stated that in the past two refills, the patient has had more drug in reservoir that what was expected. The first time was 25 percent higher. The last refill was 75 percent more than expected. The patient also has experienced increased pain since 2024. The physician believes it was the catheter. He will leave the old catheter in to prevent cerebrospinal fluid (csf) leak. He will just tie off at pocket. There was possible catheter occlusion. The cause was unknown. Troubleshooting was not performed. Action/intervention: replaced the catheter. Outcome: the issue was resolved.